Event description:
The customer reports the issue occurred during a colonoscopy procedure and was completed using the same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that b30 is displayed because a communication error with the scope occurred due to liquid entering the scope caused by a problem with a worn leak tester pin from the on-site investigation. Field service engineer called in to technical assistance center with the following updates: the scope is currently working ok. I advised that the leak tester pin may be worn and causing the eto port to be left partially open allowing fluid invasion to the scope. Customer will purchase a new leak tester cord as a preventative measure. Also forwarded (cv-190) evis exera iii xenon light source lamp change document to kristin. Confirmed operation and closed case. Correction description: customer will purchase a new leak tester cord as a preventative measure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was reported that the xenon light source experienced a scope communication (b30) error code. There were no reports of patient harm.

Event description:
It was reported that the xenon light source exhibited a (b30) scope communication error code. There were no reports of patient or user harm associated with this event.